Event description:
The device was received for service. During service testing, depleted batteries were found. New batteries were installed and the device returned to service. No pt injury or medical intervention reported.